Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose was 79 mg/dl. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did not pass. The insulin pump will return for the analysis.